Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision, dry eye, shadow behind letters from a distance, starburst at night when driving. It was really bad, like on a two lane highway cars head lights are on both side of the road at a distant, as the cars get closer they across the road. Additional information was requested and stated, the lens was explanted, lens had been in eye so long it had to get out. It was reported that physician damage the eye. Physician caused trauma to eye and damaged the zoonules.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. File will be reopened when product is received. Information was provided that the company lens (add power +2.2/+3.2) was replaced with an unspecified, company (1.5 extended depth of focus) lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient also experienced halos.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).